Event description:
The physician claims that the device was implanted in 2007 for a carotid endarterectomy procedure. During the procedure, leakage of blood was observed along the suture line of the device. The procedure was completed with this device. There were no complication to the patient. The device was left in. The patient's post-operative condition was fine. On 01-feb-2007, we received the following additional information: the quantity of blood lost through the suture line of the device is unknown and appears, at this time, to be unattainable. The leakage added 20 minutes to the case. The leakage was stopped by the application of hemostatic products (type not reported).

Manufacturer narrative:
Since no product is being returned for evaluation and additional information is unknown and appears, at this time, to be unattainable, the complaint as reported to us cannot be confirmed or denied. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution-there are no similar incidents against this batch.